Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Manufacturer narrative:
During pump evaluation on january 27th, 2022, it was observed that a malfunction alarm occurred. Customer¿s blood glucose level was 95 mg/dl. No additional patient or event information was available. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified cartridge alarm occurred. Customer¿s blood glucose level was 95 mg/dl. No additional patient or event information was available.